Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A doctor reported during an interview that glistenings have been observed on intraocular lenses (iol's), but it has not posed significant visual issues. No replacement lenses or surgical intervention was required and the iol's did not cause serious patient injury. In the physician's opinion, it is unknown what caused the event. Further information is not expected.